Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant works well for the patient, but the patient has recently been experiencing breakthrough spells of neuralgia pain in his face. The patient has gone to the hospital to have IV depakote twice, which calms the nerve. These hospitalizations occurred on (B)(6) 2016 and on (B)(6) 2016. Starting on (B)(6) 2015, 2 of the 3 settings don't work as originally programmed, and the 1 effective setting is not effective for these recent issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.